Event description:
It was reported that the patient was doing the trial and had not felt any stimulation since yesterday. Someone called the patient yesterday and helped them increase stimulation from 2 to 5. The patient could feel it real good at 5 and then yesterday they could not feel anything. This morning the patient couldn¿t feel anything, so they tried increasing to 10 and still couldn¿t feel anything. The green light was on the screener box and the patient turned stimulation back down to 5 until they heard back from their manufacturer representative. The patient had left a message for their manufacturer representative. The patient had seen an improvement in their symptoms. They used to get up 6 to 7 times a night and now they were only getting up 1 to 2 times a night. It was later reported that the patient¿s test lead became dislodged from movement. The patient¿s therapy benefits stayed constant despite the lead migration. The patient was scheduled for implant procedure on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).